Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. (Patient and device codes). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter in conjunction with an orthopedic procedure. Patient is alleging device tilt and vena cava perforation. Per a computed tomography (CT) abdomen: "ivc filter is present. Apex lies approximately 6.5 cm inferior to the renal veins. Relative to the course of the ivc, the apex is tilted approximately 11 degrees anteriorly and 3 degrees medially (to the left). The apex does not touch the ivc wall. Filter has 4 major struts inferiorly. The anterior and lateral (right) struts minimally perforate the ivc wall by 2 mm each with clear fat plane between ivc and strut on one axial slice (series 2 image 57). These struts extend into immediately adjacent retroperitoneal fat but no solid organs or viscera. The medial (left) and posterior struts do not perforate the wall based on strict definition of perforation. No evidence of strut fracture or bending. Stenosis of the ivc is not fully evaluated on this noncontrast examination but the overall contour of ivc is not narrowed at the level of the filter to strongly suggest chronic stenosis or occlusion".

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.